Event description:
It was reported that the atrial and right ventricular (rv) leads had high threshold and dislodged due to the patient's breasts pulling the device. The leads were explanted and new atrial and rv leads implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: rvdr01, implantable pulse generator: (B)(6) 2011; 5086mri52, implantable pacing lead: (B)(6) 2013. (B)(4).